Manufacturer narrative:
Analysis is pending.

Event description:
It was reported that during the implant procedure when this implantable transvenous right ventricular (rv) defibrillation passive lead (model#0285) was connected to the device, the shock impedance was found to be greater than 200 ohms. This lead was removed and replaced with an active fixation rv defibrillation lead (model#0293). This replacement lead was connected and no further issue were encountered.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.